Event description:
It was reported that customer received "no delivery" alarms and was able to resolve with infusion set change and also by selecting "resume". Customer's blood glucose was 110 mg/dl. Customer reports that by pressing "resume" bolus is interrupted. Customer also reports to have trouble with sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.